Manufacturer narrative:
D6b explant date was added. H10 this is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the impella cp. The related report number was added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via right axillary access in a 63-year-old female with a history of cardiomyopathy and cardiogenic shock. The patient had a reported inital scai stage e shock. The patient was escalated from impella cp plus ECMO/protek duo to impella 5.5 with continued ECMO/protek duo support. Additionally, they are noted to be on a ventilator for respiratory support and on continuous medican infusions including multiple vasopressors, inotropes for cardiovascular support, and bivalirudin, an intravenous anticoagulant. Two days after escalation to impella 5.5, it was reported that the patient experienced an ischemic stroke. The impella 5.5 is functioning as intended at p-6 with flows of 3.8 l/min and purge solution of 5% dextrose in water with sodium bicarbonate. No device malfunction has been reported and the patient still remains on support.